Event description:
In this case, an operator reported that water cooling in the carrier floated into (or went inside) the skylight camera, which caused problems with the system. The operator went to "download" the patient, and then activated an emergency stop when detector two moved slowly down towards the floor in the imaging room, leaving the system in a collision state. A service call was placed to the local help desk to find out if they should shut the system down. A philips service engineer found detector two (2) had come to rest on the imaging floor. The philips service engineer found damage to the can-bus interface board due to the cooling water. The philips service engineer visually checked the arm screw to verify that there was no damage to the arm of detector 2. The philips service engineer is awaiting a decision from the customer on replacing the can-bus interface board. There was no harm to the patient or operator.

Manufacturer narrative:
(B)(4). Initial MDR mailed on january 16, 2014. On (B)(6) 2013 the customer reported that while setting up for a patient acquisition on the skylight camera system, the customer observed water leaking from the hospital¿s air conditioning unit in the ceiling. The water was confirmed entering the carriage of the imaging system and the arm of detector two. The operator initiated an emergency stop and immediately removed the patient from the imaging table. There was no report of harm to a patient, operator, or bystander. At that time the operator observed detector two continue to move slowly downward until it came to rest on the floor. A system reboot was performed; however the system could not be moved because detector two had entered a permanent collision state due to the collision sensors being engaged while touching the floor. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On 31-dec-2013, two philips field service engineers (fse) went to the customer site to evaluate the system and raise detector two up off the floor. They verified that no damage had occurred to the arm and ball screw from this event, but found that the controller area network (can)-bus interface board and the servo control pcba had sustained water damage. On jan-10-2014, the fses returned to the customer site and replaced the servo control pcba, which controls the vertical movement of detector two and the can-bus interface board. Pictures and parts were provided for engineering assessment. No log files were available. On 23-jan-2014, parts were received in cleveland for ami engineering evaluation. The evaluation of the parts was inconclusive due to the e-stop being enabled at the time of the event. Engineering confirmed that there was no mechanical failure of the skylight arm. The pictures provided by the fse showed no evidence of a crack in the casting, the safety brace was intact, and the ball screw showed no evidence of any problems. Engineering determined that the probable cause of this failure in the arm was due to the water being introduced to the system. The log files were not collected at the time of the event and were not available from the site to determine exactly where the failure occurred. With an e-stop enabled, the brake should have caused the detector to stop. In this case the detector kept moving down and because the detector moved slowly, the brake was probably on, but slipping, most likely due to the introduction of water into the arm assembly. This issue could not be investigated to cause due to the lack of log files, and the fact that the failed parts investigation was inconclusive. Ami engineering was unable to determine the cause of this issue. Due to the lack of additional supporting evidence (i.e. Log files), this is only a probable cause. The fse replaced the servo control pcba and can-bus that failed due to water being introduced into the system to resolve the issue. As the log files for this event were not available for investigation, and the evaluation of the failed parts was inconclusive, ami engineering was unable to determine the cause for this issue; however, probable cause was determined to be the brake slipping due to water being introduced to the system.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).